Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is possible that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire has possibly been rubbed due to the effect of contacting a metal area of the endoscope. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿¿ when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. ¿do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. ¿if you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion. ¿be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. Insufficient output or unintended tissue injury may occur in case the cutting wire contacts the forceps elevator.¿ olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, that during a therapeutic, duodenal papilla incision, the single use 3-lumen sphincterotome wire broke. The duodenal papilla was dilated with an epbd balloon, and the procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the knife was not broken. The wire sheath was torn, and the exposed knife was burnt and melted. The knife wire was bent due to the melted knife wire. The outside diameter of the knife wire was measured and found to be normal. There was no problem with the length of the wire coating and that there were no defective parts in the present product. No other abnormalities were found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.